Manufacturer narrative:
It was reported a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. Device evaluation details: on 1/18/2021, the bwi product analysis lab received the complaint device for evaluation and the evaluation has been completed. The device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. This finding of the hemostatic valve being dislodged into the hub was reviewed and determined it continues to be deemed MDR reportable. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed and no internal action related to the complaint was found during the review. The issue reported by the customer regarding obstruction was confirmed since the conditions of the hemostatic valve could be related to the issue reported. It seems to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due to the conditions observed in the hemostatic valve, an internal corrective action has been open to address this issue. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. It was reported that the scrub nurse and consultant were unable to pass the dilator through the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - large. No visible damage to the hemostatic valve was reported; however, it was suspected to be defective. Sheath was replaced, and the issue was resolved. The sheath was not used in the patient as there was resistance was trying to insert dilator into sheath via the hemostatic valve. Irrigation was fine down the side port and flushed ok down the dilator and sheath. Sheath was fine, the issue was the hemostatic valve. O patient consequences occurred. With the information available, this event is being conservatively reported as ¿hemostatic valve-separation¿ as a malfunctioning/dislodged hemostatic valve cannot be excluded.